Event description:
Per st. Jude, their rep contacted technical services to report a device with nsrvo episodes. The patient presented asymptomatically in-clinic for a routine follow-up. Episodes were sent into ts for further review. Upon examination of episodes it was noted that there were no possible sensitivity changes that would prevent these episodes. It was suggested that the rep could try to extend the vsense refractory out to 157 ms to try and cover up some of the oversensed activity. Tse noted that there was probably an underlying lead issue causing the oversensed activity and that the patient should be monitored with this in mind. Rep is to discuss recommendations with the patients following physician. The patient will continue to be monitored via regular follow-up.

Manufacturer narrative:
The device is currently not available for analysis, therefore the device itself could not be investigated. The received data of the sjm device were carefully analysed. The available data confirmed the presence of artefacts in the rv channel. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.